Event description:
On 09/01/2000, the facility's or materials coordinator informed the distributor's sales rep of the following: the device was implanted in 2000 and was fractured approx five (5) weeks later. The report also states that the device in question is not available to be returned to the MFR for analysis. No further details were provided.